Event description:
It was reported that when using the bd pyxis¿ es server a patient interface issue occurred that caused all pyxis machines to go down. All stations displayed a pyxis interface problem, with no patient data or medication orders available. The customer stated that there were active cases on the operating rooms and other areas, but no patient names or orders were populating on any of the devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remotely logged into multiple devices via remote support service (rss) and observed no interface-down messages, ran a carefusion coordination engine (cce) down query using sql server management studio (ssms) on the server and confirmed that messages were being transmitted and processed without error, also logged into health sight viewer (hsv) and did not see any interface-down notifications. The customer confirmed that the issue was resolved after updating the certificates on the server. The system functioned as intended after the technical support specialist investigated the issue.